Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun also produced the rotational sensor malfunction. The drive mechanism was inspected and debris was found under the commutator cap. The plastic debris can be confirmed as the cause of the rotational sensor malfunction. An 0x41 alarm was generated, indicating a rotational sensor malfunction occurred. The plastic debris under the commutator cap caused the rotational sensor malfunction, which caused the alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.